Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The provided qc data and analyzer alarm information did not indicate any issues. It was noted the customer was using a slightly too short centrifugation time of eight minutes instead of ten minutes.

Event description:
The customer received a questionable troponin t stat generation 4 result for one patient sample. The initial result was 0.010 ng/ml with a data flag. The tech compared this result to the previous results for the patient and noticed it was much lower so she requested a redraw sample. The result for the redraw sample and was 0.103 ng/ml with a data flag and was reported outside the laboratory. The tech decided to repeat the original sample and the result was 0.121 ng/ml with a data flag. The patient was not adversely affected. The troponin t reagent lot number was 17016701 with an expiration date of 11/30/2013. The field service representative could not find a cause. He ran 30 mechanism check cycles which all passed without error. He inspected all fluid lines for leaks and found no leaks. He checked the sample probe liquid level detection (lld) voltage which was per specification. To verify the analyzer operation, he ran performance testing which all passed with success.